Event description:
The dr claims that the hemashield graft was initially imlanted in 2002, for an aortic arch replacement procedure. The pt had a history of 3 operations: replacement with a graft for aortic arch, ascending artery and abdominal aorta. (This product was implanted for aortic arch replacement in 2002). Post procedure follow up: CT scan showed no problem in oct. 2002 and apr. 2003. 6 months later (oct 2003), CT scan confirmed hematoma in brachiocephalic trunk. Also, a false aneurysm (approx. 4cm in length) was confirmed 1 cm distal to the bifurcation of brachiocephalic trunk. Echo showed blood flowed into the false aneurysm. There was no bleeding from the suture line of graft bifurcation (branch/trunk). Considering the pt's history, the physician decided to avoid additional operating. After consultation with another physician, it was decided to place a stent graft. Stent graft placement was performed in 2004, resulting in successful false aneurysm exclusion. The pt has been released from the hosp, is under observation at the moment. Physician's comment: at one-year follow up examination: no sign of aneurysm was seen. The pt is reported to have marfan's sndrome. The hemashield graft was left in. The pt is doing well, now.